Event description:
Reporter indicated via clinical notes received to the manufacturer that a patient implanted with vns had a history of two cerebrovascular accidents (strokes). The actual dates of the stroke events are unknown. Attempts for further information about the strokes and the relationship to the vns have been unsuccessful to date.

Event description:
Reporter indicated the stroke events were pre-existing to the vns implant, and are unrelated to the vns.